Event description:
It was reported to philips that when the staff opened the defibrillator for daily testing, the instrument showed an x error fault, and the self-test still could not clear the fault error. Device was in clinical use but no reported patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.